Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre, reporting that she received unspecified sensor scan results that were higher than she felt. Customer reported experiencing symptoms described as heavy sweating and disorientation. The customer's husband administered "sugar pieces" and called emergency services. Paramedics administered a glass of sugar water and blood glucose reading of 137 mg/dl was received on the hcp meter. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, reporting that she received unspecified sensor scan results that were higher than she felt. Customer reported experiencing symptoms described as heavy sweating and disorientation. The customer's husband administered "sugar pieces" and called emergency services. Paramedics administered a glass of sugar water and blood glucose reading of 137 mg/dl was received on the hcp meter. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.